Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hyperglycemia. Customer's blood glucose value was 430 mg/dl. Customer was assisted with troubleshooting. Customer was treated by bolusing with the insulin pump and after taking a manual injection. Customer stated that the insulin pump had a motor error alarm. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.